Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the patient's pericardium tissue deteriorated. Further information was not reported. The loaded valve was not used. A different valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Corrected data: e1 h6 - patient code (ime) was corrected from e0604 to e2403. Device code (annex a) was corrected from a01 to a25. Conclusion code (annex d) was corrected from d15 to d14 additional codes - imf health impact code corrected from f1203 to f26 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, a fluoroscopic valve check revealed frame overlap and the valve loader agreed to perform a new assembly. When releasing the valve, it was observed that the porcine pericardium skirt was deteriorated and the physician decided to use a new valve. No patient pericardium tissue deterioration was observed. A second valve was opened and loaded successfully and checked under fluoroscopy. The vale was implanted successfully and the patient was discharged 24 hours later. No adverse patient effects were reported.